Event description:
Same type of event on 2 different patients by 2 different rns. 1. A 3 yr old receiving chemotherapy as outpt. Rn reports when went to access smart port with powerlok 22 gauge 0.75inch needle it was difficult to flush and saline leaked around the wings of the needle. No harm to patient. 2. A 15 yr old receiving ivig the day after the above event. Rn reports as deaccessing mediaport with 22g .75 inch unable to flush, needle seemed clogged. Deaccessed mediaport, reacccessed and deaccessed mediaport with good blood return on flushing. Staff stated this has occurred 5 times recently but only reported these 2 and these are the only 2 needles they saved.